Event description:
Same as case #2134265-2008-02735. It was reported that during a percutaneous coronary angioplasty, inflation difficulties were encountered. The 45% stenotic and mildly calcified and mildly tortuous lesion was located in the proximal segment of an unspecified vessel. The 20mm x 15mm maverick 2 monorail catheter was advanced to the lesion. The first inflation was attempted at 6 atm's, however, it was observed that the balloon did not inflate and contrast was leaking from the balloon. No difficulties with withdrawal were reported. Upon visual inspection after removal from the patient, the physician observed a "pore" in the balloon. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "stable".